Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as there was evidence that the device was used in a manner inconsistent with the labeled indications.; the balloon was inflated above the rated burst pressure. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous shunt. A 10.0 x 40, 75 cm mustang balloon catheter was advanced for dilatation. However, upon the first inflation at 22 atmospheres, the balloon ruptured. The physician removed the balloon and the valve together out of the patient's body and the procedure was completed with a different device. No patient complications were reported during and after the procedure.